Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient¿s father contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ping meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that the alleged inaccuracy issue first began on an unspecified date, one month prior to contacting lfs. On (B)(6) 2017, the patient reportedly obtained blood glucose readings of ¿45 and 64 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages her diabetes with insulin pump therapy and the reporter advised that in response to the alleged readings obtained on (B)(6) 2017, at around 4:30 p.m., the patient skipped her usual dose of novolog (dose not specified). The patient¿s father advised that since the alleged inaccuracy issue first began one month prior to contacting lfs, the patient has been ¿suffering with headaches¿. The reporter advised that 1-2 weeks prior to contacting lfs (date not specified), he contacted the patient¿s doctor via phone call and was advised to alter the patient¿s basal and bolus insulin and increase her carbohydrate intake. The patient had to decrease the amount of insulin taken during school time (specific dose not specified) and her carbohydrate intake was increased from ¿114 to 116 during school¿ and from ¿113 to 114 for dinner¿. There was no report of medical intervention for an acute blood glucose excursion. The reporter advised that the patient¿s blood glucose was tested on another device at 4:30 p.m., on (B)(6) 2017, and a result of ¿113 mg/dl¿ was reportedly obtained. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The reporter was unable and/or unwilling to describe the patient¿s testing steps and so it is therefore not known if the patient was following the correct testing procedure. The reporter was also unable to confirm if the test strip vial was intact or if the test strips had expired, been open beyond their discard date or stored properly. The csr noted that the reporter did not have control solution available to test the subject device. Replacement product was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did she receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outwith lfs¿ criteria for precision and the alleged inaccuracy was not resolved during troubleshooting.